Event description:
Additional information was reported that the patient stated the pump worked for 10 months then the patient was in serious pain. The patient asked for dosage increase, but was denied by the health care provider. The patient stated the pump vibrated a hole in the catheter, and the patient was in hospital for six months. The dye study was performed and found the drug was dumping out the back of it. The patient had catheter revision on (B)(6) 2012. A day after surgery, the patient almost fell down on his face. Since the catheter revision, the patient had tingling down legs and from his belly button down, and the legs didn¿t work for a couple weeks. The patient stated it took probably a month for my legs to get rid of that tingling. Maybe two months. The patient was unable to defecate and urinate, and had to get a catheter bag for 3 weeks to a month. The patient was unable to have sex since the revision. The patient felt he was still not normal. The patient had scheduled an appointment for a brain test. The patient stated he started withdrawal and got sick, and the patient was admitted to hospital and put into coma for two days. The patient was given flomax. The patient stated he had nerve damage. The patient outcome was unknown.

Event description:
It was reported the patient experienced decreased efficacy. The patient experienced altered mental status, pain, unspecified underdose symptoms, and had less than 50 % therapy relief. The decreased efficacy led to a catheter dye study which revealed a catheter break and pooling behind the pump. A revision was performed; the catheter was trimmed and the sutureless connector segment was replaced. The device system was used to deliver infumorph.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and healthcare provider (hcp) regarding a patient receiving intrathecal infumorph 10.0 mg/ml at 0.961 mg/day via an implantable pump for non-malignant pain. It was reported that the pump broke, and the hcp went in and pulled his nerves and paralyzed him. The patient was waiting for his nerves to grow back but it had not happened yet. The patient wanted to find another hcp. At that time, the patient was on morphine but became immune to it because it dumped two years¿ worth of medication and put him in a coma (according to the consumer). The patient was in extreme pain. The onset of the change in therapy/symptoms was sudden. The event date was noted to be 2011. The patient thought he had dilaudid in his pump now (as of (B)(6) 2017). It was morphine. According to the hcp, the cause of the coma was unknown, and the patient was in the hospital for a medical condition unrelated to the intrathecal pain pump. It was unknown what diagnostics were performed related to the coma. The patient was monitored at the hospital and discharged. The 2011/2012 coma was resolved. It was noted that a catheter revision was performed on (B)(6) 2012. The patient¿s preoperative diagnosis was rheumatoid arthritis, multiple level compression fractures including cervical and thoracic, and severe osteoarthritis status post intrathecal infusion pump implant with recent catheter leak. The post-operative diagnosis was the same. No complications or drains were noted. There was less than 1000 ml of fluids and less than 10 ml of estimated blood loss. The patient was given 1 gram of ancef prophylactically. The catheter was dissected away just beyond the connecting catheter insertion site. There was a small leak noted when the hcp infiltrated the access port with saline. The catheter was cut just beyond this and the old connecting catheter between the pump and the catheter in the intrathecal space was removed and replaced with a new catheter. The system then appeared to be in working order with no leak (access port injected with omnipaque-240). The skin was closed and sterilely dressed with wet-to-dry, triple antibiotic ointment, telfa, 4x4's and an opsite. The patient was taken back to the recovery room in good condition after extubation. There were no neurological deficits post procedure. The pump was cut back as far as doses by 50%, and the hcp would see him back in the clinic for re-evaluation. There were no further complications reported. [Additional information was previously reported in MFR. Report # 3004209178-2013-00020 regarding withdrawal/pump alarm].

Event description:
Additional information received from the hcp reported the patient¿s pump had been successfully functioning since the replacement was implanted on (B)(6) 2012. The patient was seen for routine fills and oral medication fills (monthly to bi-monthly).

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter, product ID 8590-1, lot# n292474, serial#, implanted: 2011 (B)(6) explanted: product type accessory. (B)(4).